Event description:
It was reported in a service report that the customer alleged the fowler was drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: service tech replaced the fowler motor clutch assembly.